Event description:
During a coronary artery bypass graft procedure, the clip was unformed and caught the mammary artery. It was not mentioned if there was bleeding. A second like device was used and the clips did not advance. A third like device was used to complete the procedure.